Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed the tube is missing. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had no ring mark attached. There was no patient involvement.